Manufacturer narrative:
Product complaint # (B)(4) h6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: did the reported issue contribute to any patient adverse consequences? - could you kindly provide the product code and lot number, please? --received information as following from sales rep via phone today. Please refer to the event description, other information requested is unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records could not be reviewed as the batch/lot number is unknown. The manufacturing records could not be reviewed as the batch/lot number is unknown. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that a patient underwent a vaginal delivery surgery on (B)(6) 2025 and suture was used. During the procedure, the patient was admitted due to "g1p037+6 week intrauterine pregnancy with a single live birth". On the day of admission, a live baby girl was successfully delivered at 12:01, with no lacerations to the cervix, vagina, or perineum. After the fetus is delivered, the doctor uses suture to routinely suture the perineal wound for the patient, with 3 stitches applied externally. When sewing the second stitch, the suture suddenly broke. Replace immediately. Postpartum recovery is good, with no other discomfort. Due to the breakage of the suture during the suturing process, the risk of bleeding for the patient has increased, thereby increasing the level of danger for the patient. No adverse patient consequences were reported. Additional information was requested.